Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have a derailed grip cable from its normal position at the force amplification pulleys. The instrument failed the intuitive motion test. Manual articulation test was performed and the instrument responds imprecise. The derailed grip cable is difficult to move due to increased friction. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could ""slip"" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip was loaded into the clip applier outside the patient. The clip applier was inserted. The surgeon attempted to move the joint of the clip applier inside the patient to set the correct direction. The clip applier did not move in the joint. Then it was noticed that the bowden cable on the joint was not in the "groove." The clip applier was removed and replaced with the other clip applier.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument could not be moved as desired. Upon inspection, it was discovered that the cable had slipped out of the wheel. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier could not be operated as desired; the tip did not move. The instrument was examined and it was found that the bowden cable had slipped out of the wheel. The instrument was replaced. The patient was not injured, no one was harmed. For clarification, the jaw clamped down tightly, but the joint could not be moved.